Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that narcan medication leaked from the bd safetyglide¿ needle connection site to the syringe during use. The following information was provided by the initial reporter: "writer was using a 23g x1 bd safetyglide needle for im injection of narcan. While delivering im injection when writer started pushing down on plunger it was noted that the medication was leaking out of the needle/syringe. Writer attempted to retighten needle onto the syringe but medication continued to leak out instead of being injected into patient, therefore pt did not initially get full dose of narcan."